Event description:
It was reported that the patient had recently had surgery. Upon interrogation of the pulse generator, the device exhibited a diagnostics anomaly. After the diagnostics were cleared normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.